Event description:
Patient was revised to address disassociation of the liner and cup. The liner was loose (not seated) and dislodged from the cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigationonce it has been completed.